Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine in-center hemodialysis treatment, the hemodialysis nurse noted a small amount of clotting in the dialyzer header and flushed the dialyzer with saline. The nurse then experienced a venous air alarm followed by a high venous pressure alarm and determined that the blood in the cartridge circuit was clotted. The blood was not returned, which resulted in a 210cc blood loss. The pt had a post surgical decrease in hgb with orders for a blood transfusion previously sheduled. No add'l medical intervention was required as a result of this blood loss event.

Manufacturer narrative:
The blood loss has been attributed to insufficient heparinization. The dialysis nurse reported that the dialyzer header was clotting during treatment. The cycler alarmed appropriately. There is no evidence of a device malfunction. Facility will continue to monitor pt as heparin dose could not be increased at the time due to low hgb. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.